Manufacturer narrative:
Additional information was added to h4 and h6. H4: the device was manufactured between november 28, 2019 to december 02, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom left side seem. The leak was observed during compounding prior to patient use. There was no patient involvement. No additional information is available.